Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarm during basal,bolus, fixed primed. Customer's blood glucose was unknown mg/dl. After troubleshooting was done, customer was advised that the site may have occluded. The customer was advised to change entire set and return set for analysis.